Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention of the left anterior descending (lad) and left circumflex (lcx) arteries. A 2.0x10mm balloon was used to predilate the more than 90% stenosed and calcified lcx. A 32 x 2.50mm promus premier drug-eluting stent wad advanced for treatment but failed to cross the lesion. Further lesion preparation was performed with a balloon followed by another attempt to advance the stent; however, it was found that the shaft had broken. A 2.75x32 promus premier drug-eluting stent was deployed in the lad completing the procedure. There were no patient complications reported and the patient status was stable. It was further reported that the shaft broke 25cm from the hub. The lad was treated but the lcx was not done.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention of the left anterior descending (lad) and left circumflex (lcx) arteries. A 2.0x10mm balloon was used to predilate the more than 90% stenosed and calcified lcx. A 32 x 2.50mm promus premier drug-eluting stent wad advanced for treatment but failed to cross the lesion. Further lesion preparation was performed with a balloon followed by another attempt to advance the stent; however, it was found that the shaft had broken. A 2.75x32 promus premier drug-eluting stent was deployed in the lad completing the procedure. There were no patient complications reported and the patient status was stable.